Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that they were unable to advance the pentaray catheter through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The resistance began at the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller also stated that blood was leaking from the hemostatic valve. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued. The resistance they were having with the sheath was when they were trying to put the catheter into the sheath. The catheter advanced normally initially, but then when we went to re-insert it would not advance. The sheath was a vizigo medium curl. There was no occlusion when irrigating the sheath. It is unknown if the sheath was either narrowed, partially blocked or completely blocked. The device would not advance at all through the sheath. No visible damage on the sheath dilator. The bwi representative is unsure what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath.. The sheath was being used on the patient. Air did not enter the patient¿s body that they know of. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that they were unable to advance the pentaray catheter through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The resistance began at the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller also stated that blood was leaking from the hemostatic valve. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 50000146 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis. As such, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additionally, the manufactured has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).